Event description:
Three patients have had pad burns.

Manufacturer narrative:
The 1500 generator has been returned for testing and passed all functional testing. Dispersive pads would have been used. It's possible the burns were caused by patient condition and/or lack of pad monitoring by the hospital staff during procedure. Without pads and additional information, unable to verify. Currently waiting on additional information from the radiology nurse present at the time. A follow-up report will be issued when more information is gathered.